Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that on (B)(6) 2016, that implantable neurostimulator (ins) was replaced and the new ins was reprogrammed with the following parameters: c= ,1-,2- at 4.3v, 180pw, 185 hz. On the day of this report, an out of regulation (oor) message was discovered on the clinician programmer 8840 and the patient experienced a loss of therapy on their left side; it is unknown when the loss of therapy began occurring. It was also noted that the patient's programming parameters were lost for an unknown reason; no electrodes were programmed. An impedance test was performed and no anomalies were observed. It was also noted that the ins battery voltage was at 2.89v. It was recommended that a system integrity check be performed. Follow-up with the manufacturer representative (rep) indicated that the rep provided instructions to the hcp on how to turn the device back on and program it properly. It was also stated that the patient was doing fine and the cause of the reported issues was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.